Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.